Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse a leak at the pinch valve pv #37, nc black stripe tubing. The fse replaced all tubing in pv #37 and repeated shutdown startup and quality control (qc), no leaking noted, all residual clenz cleaned up with qc within limits. The instrument is operational. The customer does not require follow-up or further service at this time. Failure mode of the leak is related to the black striped tubing at pv37. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting approximately 10 mls of clenz leaked from the coulter lh 500 hematology instrument and onto the counter. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.